Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had series of high blood glucose. The high pressure was performed and it passed. Customer stated that she kept changing her infusion set 5 or 6 of them in a row. Customer was using loaner insulin pump and she only received high alarm. It was found in the alarm history that the insulin pump alarmed no delivery and auto off. Customer' blood glucose was 7.50 mmol/l. Troubleshooting was done. The customer was advised that infusion set would be replaced.